Manufacturer narrative:
Customer reported event to FDA under medwatch (B)(4). A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). No actual sample was returned for evaluation. No lot number for the device used in the reported incident was provided. A review of the device history record could not be performed. All information reasonably known as of 22 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced at least five different incidences, which were associated with separate units, involving an unknown number of patients. This is the third of five reports. Refer to 8030647-2018-00093 for the first report, refer to 8030647-2018-00094 for the second report , refer to 8030647-2018-00096 for the fourth report , refer to 8030647-2018-00097 for the fifth report. It was reported that the flex connectors are disconnecting from the ventilator. There has been no reports of patient injury. All patients are vented on a heated wire circuit. No further information has been provided.